Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity and urinary frequency. It was unknown whether essure confirmation test conducted or not. Previously administered products included for birth control: mirena. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headache"), fatigue ("fatigue"), uterine prolapse ("uterine prolapse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(partial),salpingectomy(bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, vaginal infection, fatigue, vaginal haemorrhage, weight increased and migraine had not resolved and the vaginal discharge, headache and uterine prolapse outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia,vaginal infection, vaginal discharge, headaches, fatigue and uterine prolapse. She did not claim that essure worsened a previously existing injury/condition. 4 trailing coils seen at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received : events- "abnormal bleeding (vaginal), weight gain, migraines, plaintiff did not underwent essure confirmation test", reporter, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown whether essure confirmation test conducted or not. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headache"), fatigue ("fatigue") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hystrectomy(partial), salphingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, headache, fatigue and uterine prolapse outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, uterine prolapse, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia,vaginal infection, vaginal discharge, headaches, fatigue and uterine prolapse. It is unknown if the patient underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was replaced with new events- dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, headaches, fatigue,uterine prolapse was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.